Event description:
Alleged event: healthcare professional reported "rupture". Diagnosed via mammogram and ultrasound. Later healthcare professional reported "non-(B)(6) device". This record is for the left side. Device remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).